Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a failure, no device found message seen. Scratch marks on rtm donut. Rms voltage at the h field probe failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that while charging the implantable neurostimulator (ins) (controller was at 100%) where the wire connects to paddle, got really hot (almost burning) and wouldn't find the ins to start charging (pt said ins was depleted). The pt said they then tried charging again last night, and the controller displayed a software problem 1. Intellis 2. 3.6 3. 58 4. Qf_new. Patient services (pss) walked pt through removing the battery pack and re-insert the battery and pt confirmed the message was cleared. Pt was then seeing battery empty, recharge the controller. Pt inspected the recharger (rtm) and did not notice any damage. Pt did not have ac power supply to start charging the controller. Pt said the rtm had gotten hot right away and progressively got hotter (pt said it did not leave a mark). A replacement recharger (rtm) was sent out.